Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES station drawers were failed and it was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN(b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 17-SEP-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. The field service engineer (FSE) found that there were no indicator lights on Drawers 3.1 and 3.2. The controller board for Drawer 3.2 and its associated module controller were replaced. The field service engineer then performed testing using the Hardware Test Application and confirmed that the drawers were functioning properly. The system passed all tests and was restored to normal operation. The system functioned as intended after field service engineer repaired the device.